Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the pacemaker exhibited an error message. The pacemaker was reprogrammed to restore its nominal settings upon interrogation in clinic. The patient was in stable condition throughout.